Event description:
It was reported that air leaked from the cuff. There was no disinfection or sterilization, and no infectious disease occurred. There was no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00169-00. The date of that submission was 03-mar-2025. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. Tears were observed in the cuff of the product. The deformation of the cuts were observed to have clean edges. The probable cause of the tear is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.